Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned for evaluation.

Event description:
Allegedly, the patient passed away, presumably from sarcoma after undergoing a laparoscopic supracervical hysterectomy procedure in which a karl storz morcellator was used; date of death was not mentioned.